Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: there was a crack in the pump casing around the display. Moisture was observed in the battery compartment. Moisture was found on the internal components of the pump.